Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 58 mg/dl, 25 mg/dl, 95 mg/dl, 290 mg/dl, 293 mg/dl, and 182 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer did not know if the readings in question were taken within 10 minutes. It is also unknown how the test site was prepared prior to testing, and if the customer ate between blood glucose tests.